Event description:
The customer reported a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer will continue to use current pump for insulin therapy.